Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not feed into the jaws. It was also reported the clips would not squeeze. No additional information was available. Another device was used to complete the procedure. There was no patient consequence. One device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.